Manufacturer narrative:
(B)(4). The product associated with this report will not be returned as the device was not explanted. Based upon the model number provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Pain is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band sys that occurred in fewer than 1% of subjects including: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection¿"

Event description:
Doctor reported an event of "pain". The event led to a serious deterioration in the health of pt that required in-patient hospitalization.